Event description:
Medwatch report explained that when hooking up an intracranial pressure (icp) monitor in the operating room, the display screen was unreadable. Biomed was contacted and were also unable to get the display to read correctly. As our hospital has only one other monitor, which was in use, an area hospital was contacted who agreed to lend us a monitor. There was close to one hour delay in surgery while the monitor was transported to u.s. There was no injury or harm to the patient.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation. During the evaluation it was verified that the enclosure was cracked at the lower right side, the lcd was not functional, the side panel needs replacement and the battery was weak and it would not hold charge. The cause(s) of the damages could not be fully determined, however, it appears that the unit has been dropped. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to complaint (B)(4). A follow-up is being generated because the medwatch is being reclassified from malfunction to serious injury.

Event description:
Medwatch report explained that when hooking up an intracranial pressure (icp) monitor in the or, the display screen was unreadable. Biomed was contacted and were also unable to get the display to read correctly. As our hospital has only one other monitor, which was in use, an area hospital was contacted who agreed to lend us a monitor. There was close to one hour delay in surgery while the monitor was transported to us. There was no injury or harm to the patient. (B)(6) customer was contacted regarding availability of the device. (B)(6) in a phone conversation with the rep it was discussed that the 8 year old monitor was swapped out and was never reported to him that a delay occurred. The rep was not present for the issue reported as he was attending company training in (B)(6). New information reported in a medwatch report received on 10/26 indicated a delay of an hour. As a result of the delay a medwatch will be submitted we recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to complaint (B)(4). A follow-up is being generated because the medwatch is being reclassified from malfunction to serious injury.